Event description:
It was reported a patient presented for an implant procedure on (B)(6) 2024. During procedure the ventricular lead could not be inserted into the header completely because the connection was too tight, which led to high pacing impedance measurements. The pacemaker was not used and replaced within the same operation. Post-procedure the patient was stable.

Manufacturer narrative:
The reported event of high lead impedance and lead could not be fully inserted into the connector was confirmed. Analysis revealed the rv-contact spring was pushed out of the ring slot of the connector by the lead as it was being inserted into the connector. No epoxy or other foreign material was found on the contact spring or in the ring slot. The connector port dimensions were normal. No device anomalies were found. The original diameter and shape of the spring is unknown since it is now distorted from being pushed down inside the connector bore. The cause of the problem cannot be determined. The contact spring being pushed out of the ring slot and down in the tip of the connector prevented full insertion of the lead into the device¿s connector and caused the high lead impedance. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.